Event description:
Material # unknown, batch # unknown. It was reported by customer that 30g 1/2" needle came away from syringe. Verbatim: rcc received a complaint via email. Notification number (B)(4). Notification created date 3/16/2022. Notification description 30g 1/2" needle came away from syringe. Component number (B)(4). Component description lts 20 ml luer-lok syringe. Regulatory date reported 3/19/2024. Regulatory reference number (B)(4).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this pr is a duplicate of pr (B)(4). This MDR will be voided.

Event description:
Duplicate of pr (B)(4).